Event description:
A caller reported encountering a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support on performing a pump reset and successfully started their sensor session without further issues.